Manufacturer narrative:
Follow-up # 1: the lay user/patients test strips have been returned and evaluated by lifescan product analysis with the following findings: the test strips involved with this complaint failed testing. The test strips were found to have results greater than 50% of the mean under the lower control solution range when tested with control solution. A secondary issue was also noted; the test strips were found to be misclassified by the meter, the meter reporting :blood" when control solution has been applied to the strip

Event description:
On (B)(6) 2015, the reporter contacted lifescan (B)(4) , alleging inaccurate erratic results of "4.1 and 7.6 mmol/l" on the subject meter, performed within 30 minutes of each other. This complaint is being reported because the reported results did not meet lifescan¿s precision criteria and the alleged inaccuracy issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.